Event description:
The customer reported the calibrator vials cracked and leaked contents involving access folate calibrators. The customer noticed the vials were cracked and leaking during thawing of the folate calibrators. The customer stated there were "small puddles" under each vial of the calibrator. The customer contained all leakage. There was no evidence of damage to the kit box. The customer stated there was no exposure to the leak contents and cleaned up the leak per the laboratory procedure in place. There was no report of injury or adverse effect associated with this event. Beckman coulter customer technical support (cts) sent the customer the replacement folate calibrator kit.

Manufacturer narrative:
There is no indication the device was returned for evaluation. The cause of the event is unknown. (B)(4).